Event description:
It was reported that the patient's unit had stopped producing oxygen. As a result, the patient got hospitalized where they were provided supplemental oxygen. They were discharged after one week. A replacement unit was sent to them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-mar-2026. The return reason of oxygen error is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture.